Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room due to syncope. A review of the device data noted current rythmiq events in addition to multiple rythmiq events. A boston scientific technical services consultant suggested that this algorithm might not be an optimal programming choice given what looks to be the causing ectopy. However, the consultant was unsure if the events would support that symptom given the relative frequency that these are occurring. No adverse patient effects were reported.